Event description:
It was reported that the physician attempted to implant this lead in the left bundle branch (lbb). However, after multiple attempts the helix broke. The physician reported part of the helix remained in the septum and was confirmed with x-ray. Another lead was implanted to complete this procedure. This lead is expected to be returned but has not yet been received. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.